Manufacturer narrative:
Citation: vendramin I, et al. Infective endocarditis following a valve-in-valve procedure. Gen thorac cardiovasc surg. 2020 dec;68(1 2):1469-1471. Doi: 10.1007/s11748-019-01285-2. Epub (B)(6) 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a male patient who had a 26 mm medtronic evolut r transcatheter valve (unique device identifier number not provided) implanted valve-in-valve inside a degenerated and regurgitant non-medtronic bioprosthetic valve. Following evolut r implant (at (B)(6) years of age), a permanent pacemaker was implanted for complete atrio-ventricular block. No additional adverse patient effects or product performance issues were reported.